Manufacturer narrative:
The event of deflation is not device related and resulted from an "accident". The event is no longer reportable to the FDA.

Event description:
The event of deflation was related to an "accident" and is not device related. There is no complaint against the device. The event is no longer reportable to the FDA.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device has been explanted.